Event description:
It was reported that the customer opened three acp syringes and placed the traceability labels inside the box but the lot numbers on the labels do not match the lot numbers which are on the box. The customer received the labels with the lots 3109130897 x 2 + 3072129954 x1 instead of the lots 3080130164 x1 and 3109130899 x 2 which are noted on the boxes. It was noticed after the surgery. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is a user error mishandling the device labels. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.